Event description:
On (B)(6) 2014, the laboratory manager at (B)(6) informed a visiting il technical support rep of an explosion at their facility. Per the customer, the site originally had copper tubing in their drains, but in (B)(6) of 2013 the tubing was removed and replaced with pvc. A piece of the removed copper tubing was placed on a counter in the engineering department, and an engineer bumped the piece of copper with a tool, at which time it exploded. There were no serious injuries reported. It is not known how long the piece of copper tubing was lying in the department before the explosion.

Manufacturer narrative:
Instrumentation laboratory co has taken the following actions over the years to mitigate the risk of sodium azide explosions: our product labeling identifies reagents that contain sodium azide. We advise in the msdss for these products that the waste solution should be separated from acids and heavy metals due to explosion risk. In 2009, an urgent safety notification was issued (under the direction of the FDA), warning all il instrument users of the hazards of sodium azide in the instrument waste. The letter advises our customers to take precautions when disposing of reagents, routine decontamination of drains and also decontamination of plumbing containing sodium azide. The letter also contains a "warning" stating the decontamination of plumbing system does reduce the risk of an explosion. However, a decontaminated system should still be treated with caution, and maintenance people should be alerted so the proper precautions can be taken. In october of 2013 instrumentation laboratory sent out an urgent safety notification as a reminder to our customers that the waste from their il hemostasis systems contain sodium azide that may potentially form explosives in metal plumbing. This notification included a letter with workaround instructions and emphasized that good laboratory practices should be used to mitigate the risk of explosion. Oklahoma heart hosp acknowledged receipt of the notification but have not yet returned the form. No remedial action is required.